Event description:
The lead was returned to the manufacturer with no information. The lead subsequently tested out of specification during manufacturer's analysis. Follow up revealed that the lead was electively replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The report is based solely on lead analysis. No information to suggest a lead related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead developed a cosmetic breach due to esc (environmental stress cracking) while in vivo. In addition, the outer insulation of the lead developed a cosmetic depression while in vivo. The outer insulation of the lead was observed to have blood ingression. Concomitant products: 6947, implantable tachy lead, (B)(6) 2008; 4076, implantable pacing lead, (B)(6) 2008. (B)(4).